Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be performed because the device was discarded by the user. Lot history record review could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied on the guide wire while its distal segment was being trapped by the deployed stent. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that a part of an asahi guide wire became stuck in a non-asahi stent and dislodged during a pci to treat an unspecified lesion in the coronary artery. The separated wire was reportedly left in situ.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Event description:
It was reported that an asahi guide wire was used to transorbitally advance a 5 french micropuncture kit into the cavernous sinus. Its radiopaque tip formed a knot in the sinus and could not be safely removed. It was decided that it would be safer to cut the wire short subcutaneously and leave the knot segment in the orbit. So far the patient has had a routine post-operative recovery, with no morbidity to vision or eye movement.

Manufacturer narrative:
Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that pushing-pulling manipulation in the complex anatomy might have contributed knotting of the tip segment of the guide wire. [Indications for use] asahi ptca guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The asahi ptca guide wires are not to be used in the cerebral blood vessels; [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] removal difficulty of guide wire.